Event description:
In a journal article, the authors reported a low amount of intraocular lens (iol) decentration and tilt were detected at 30 and 180 days postoperative, respectively. The mean iol misalignment from intended axis was 3.1 degrees to plus/minus 3.8 degrees at 30 days and 3.5 degrees to plus/minus 3.6 degrees at 180 days postoperatively. The iol misalignment was within 5 and 10 degrees in 83.3% and 100% of pt respectively. This prospective study was comprised of 30 eyes and 30 pts. All pts gained more than three snellen lines: 33.3% more than eight lines, 33.3% more than seven lines, and 25% between three and six lines compared to preoperative visual acuity. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Toto l, vecchiarino l, d'ugo e, cardone d, mastropasqua a, mastropasqua r, di nicola m. Astigmatism correction with toric iol: analysis of visual performance, position, and wavefront error. J refract surg. 2013;29(7):476-483. Additional info has been requested. (B)(4).